Event description:
Reported lv impedance out of range (less than 200 ohms) on home monitoring on (B)(6) 2022. Lv impedance measurements were programmed off during a subsequent follow-up. Lead may have dislodged due to twiddlers syndrome. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.